Event description:
It was reported that a pleural effusion occurred. Procedure summary: a left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). When the procedure commenced, a small amount of fluid was visualized in the pericardium. Difficulty was experienced visualizing the interatrial septum via transesophageal echocardiogram (toe). Two transeptal puncture (tsp) attempts were made under toe guidance before imaging was changed to intracardiac echocardiogram and the tsp was successfully performed. The closure device met release criteria and was implanted. At the conclusion of the procedure, the small pericardial effusion noted prior to the procedure was still present. The patient was sent to the intensive care unit for recovery. Event summary: one hour post index procedure the patient reported dyspnea and lost hemodynamic stability. Fluid resuscitation and adrenaline were administered. Echocardiography showed the small, pre-existing pericardial effusion had not changed in size post procedurally. It was noted the patient had low venous pressure. Chest xray revealed a large left pleural effusion. A left chest drain was placed and 2l of fluid were removed. A cell saver was applied and 6 units of blood, 4 units of fresh frozen plasma, and platelets were given. Computed tomography (CT) was performed however no source of the effusion was identified. Ketamine and midazolam were administered. One day post index procedure the patient no longer required intravenous vasopressors. The patient was instructed to take metoprolol, digoxin, and warfarin. Patient summary: the patient fully recovered and was discharged from the hospital.